Manufacturer narrative:
Internal method comparison studies between the roche elecsys and siemens platforms have determined that the methods are not interchangeable. In general, estradiol (e2) results obtained from the roche platform were comparatively higher, which is consistent with the observations provided by the customer. As the customer site is a reproductive health clinic, it is likely that the samples in question were sourced from patients receiving hormones (such as steroids) for stimulation, potentially in high doses for ivf treatment. Per product labeling, "steroid drugs may interfere with this test." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 4 patient samples on a cobas pure e 402 analytical unit compared to a competitor method. For sample 1, the initial result was 311 pg/ml. The sample was tested on a competitor analyzer and the result was 571.6 pg/ml. For sample 2, the initial result was 1083 pg/ml. The sample was tested on a competitor analyzer and the result was 716.6 pg/ml. For sample 3, the initial result was 3772 pg/ml. The sample was tested on a competitor analyzer and the result was 2726.6 pg/ml. For sample 4, the initial result was 4205 pg/ml. The sample was tested on a competitor analyzer and the result was 2979 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.